Manufacturer narrative:
P-cap locks properly into the reservoir compartment. Unit power up properly after battery installation. The pump passed the displacement test, sleep current test, active current test and self-test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. Unit was downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following were noted during visual inspection: scratched case. In conclusion, customer concerns for unexpected battery power loss, failed batt test and blank display were not confirmed during testing. Unit successfully powered up after battery installation. No low battery alarms or unexpected battery power loss noted. Unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display, unexpected battery power loss, and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported that the pump was not accepting the battery. The customer reported a blank display and confirmed that the battery cap contacts and battery compartment were not damaged or corroded. The customer reported receiving a replace battery alert/ replace battery now alarm without receiving a low battery warning first. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.